Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter sterile distilled water leaked from the back of the drainage, near the balloon connection and spontaneously removed after operation and when the patient was moved to another ward.

Event description:
It was reported that foley catheter sterile distilled water leaked from the back of the drainage, near the balloon connection and spontaneously removed after operation and when the patient was moved to another ward.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the two-photo sample noted leakage from a pinhole on the drainage funnel. This does not meet specification per ip7603444, revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.